Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the haptic bent and foreign material on lens surface (clear residue on lens). Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was removed during the same surgery due to the patient's suspensory ligament was flabby during the operation, which may cause a displacement of the lens. There was no report of any patient injury. The lens was not exchanged for another lens and the patient's post-op best corrected visual acuity was 20/33. The reporter indicated the event was patient related.